Manufacturer narrative:
Device lot number and UDI number are unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the open spine clamp has a worn-out screw. There was no patient present. This issue was confirmed by the physician at the site.